Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing lead to inhibition of pacing. Lead fracture was suspected, but not confirmed. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.